Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed and a pinhole was noticed on the balloon. The procedure was completed with different device. No complications were reported and the patient was in good condition.